Event description:
Hcp reported the patient was having poor pain control. At refill, too much residual volume was left in the reservoir. Catheter dye studies were done that showed the catheter to be patent. The pump was replaced in 2002. The hcp reports the patient is "now very sick and is hospitalized in the ICU, but this is not related to the pump".